Event description:
The customer was hospitalized for diabetic ketoacidosis. It was stated that the cause of the diabetic ketoacidosis was due to an infection. Troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.